Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The treatment was with vancomycin (intravenously (IV), 1 gram (gm) on every 5th day) and piperacillin with tazobactam (IV, 4.5 gm twice daily for 14 days) for peritonitis. The patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.